Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's sibling that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels were reported as "high" while wearing the pod between 25 and 36 hours; however exact blood glucose values were not provided. The reporter stated that the pod and dexcom g7 sensor were not communicating, connection delays of approximately 25 minutes were observed, and the pod subsequently entered limited mode. The patient experienced hyperglycemia and stomach pain. As a result, the patient was admitted to the acute medical unit (amu) ward at tameside and glossop integrated care on (B)(6) 2026, where diabetic ketoacidosis (dka) was diagnosed. Ketone levels were reported at 6.6 upon admission. The pod was removed in the hospital, and the patient was treated with intravenous fluids and morphine. Ketone levels subsequently decreased to 5.8 and later to 0.1 prior to discharge. The patient remained hospitalized for 3 days and was discharged on (B)(6) 2026. Following discharge, it was reported that the controller functioned for several hours before becoming non-functional, requiring the patient to administer insulin manually while awaiting a replacement device. The pod involved in the event was reported to have been discarded by the hospital staff.